Event description:
A malfunction alarm was reported, and it did not cause any adverse impact on the customer's blood glucose level. The malfunction code identified was resettable, and customer service provided the necessary information to reset the pump. However, the customer was unable to complete the reset at that time due to not having the charger. The customer planned to contact customer service again to finalize the reset.